Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint of leak is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in drain 4 of 4 a home choice (hc) and part of his catheter and patient line disconnected. The hp stated that he woke up and the bed was wet. The technical service representative (tsr) assisted to end therapy as requested and advised the hp to immediately follow up with the registered nurse (rn) or emergency room (ER). Product surveillance (ps) spoke with the home patient (hp) on (B)(6) 2013 regarding the leak. The hp stated there was a problem with his transfer set and he went in to have it replaced. The hp did not have any further information regarding the transfer set but stated he had resumed therapy on the cycler. No patient injury or medical intervention was reported.